Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump alarmed no delivery several times. Troubleshooting was performed. Ran a fixed prime test and passed. However, right after the test, the screen was blank. Then the display came back and was rewinding on its own. Advised customer to discontinue the pump use and to revert to a back up plan. No further information was provided.